Event description:
It was reported by service report that the siderail was not working, and would not lock. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result and conclusion: incorrect timing link installed to siderails.